Event description:
It was observed that during the device evaluation, the camera head exhibited cable flooding. There were no reports of patient involvement.

Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "do not reprocess or store this product with tweezers, forceps, or scalpels. This may cause a hole in the camera cable, which could result in a water leak that could destroy the electrical circuitry inside the product". The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.